Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 11/13/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer initially reported complaint for erratic blood glucose test results. During the meter memory review, a result of hi was reported. Daughter is calling on behalf of the customer. Daughter did not know the customer's expected blood glucose test result range but stated it should be under 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 276 and 277 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:292mg/dl date:(B)(6) 2018 time:4:48 pm fasting. Result 2:295mg/dl date:(B)(6) 2018 time:4:45pm fasting. Result 3:261mg/dl date:(B)(6) 2018 time:2:11pm fasting. Result 4:234mg/dl date:(B)(6) 2018 time:11:17am fasting. Result 5:204mg/dl date:(B)(6) 2018 time:8:37am fasting.